Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a private (B)(6) post that their insulin pump over delivered insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer was responding to another customer's allegation of a possible over delivery of 88 units. It is unknown if troubleshooting was completed, as the customer could not be identified. It is unknown if the insulin pump will be returned for analysis.